Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the pump¿s black box revealed multiple no cartridge detected warnings. The load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration failed. The pump was opened and the force sensor in was found to be cracked. Unrelated to the original complaint, the battery compartment was found to be cracked from the top traveling down to the bumper and from the case seal traveling to the bumper. Additionally, the pump powered on to a dim and discolored display. (B)(4).